Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) female patient who had essure (batch no. 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and blood pressure high. Current weight (B)(6). Concurrent conditions included body mass index normal. Concomitant products included biotin, caffeine; paracetamol (excedrin aspirin free), ibuprofen, magnesium and vitamin d nos (vitamin d). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding/ heavy periods/excessive bleeding"). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient was found to have weight increased ("weight gain/gained 2 lbs in one month and never lost it"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced sleep disorder ("psych injury/psychological or psychiatric problems condition: sleep disturbance"), mood swings ("mood swings") and loss of libido ("low libido"). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts/left ovarian cyst with collapsing follicle"), 9 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced menopausal symptoms ("menopausal syndrome/perimenopausal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), estradiol, estradiol (estrogen), progesterone, progesterone (prometrium), vitamin b complex (vitamin b), vitamin d nos (vitamin d) and endometrial biopsy, uterine scrapping. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage, sleep disorder, fatigue, alopecia, weight increased, ovarian cyst, menorrhagia, menopausal symptoms, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menopausal symptoms, menorrhagia, mood swings, ovarian cyst, pelvic pain, sleep disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, events abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, psych injury, ovarian cysts discrepancy noted regarding essure confirmation test- in previous and recent f/u (as per pfs) the patient did not undergo confirmatory test but as per mr hsg is done post essure with date (B)(6) 2008 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cyst, menopausal symptoms. Lot number 627455: manufacturing date:2008/07, expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.